Event description:
Per the clinic, the patient experienced poor performance with the device; however, the issue could not be resolved. The device was explanted (B)(6) 2013. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2013. The manufacturer became aware upon receipt of the explanted device on (B)(4), 2013.

Manufacturer narrative:
(B)(4),

Manufacturer narrative:
This report is filed february 10, 2014.